Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Lot number was updated to unknown as a potential lot number was provided. The information for that number is as follows: d4. Medical device lot#: 4247234, d4. Medical device expiration date: 31-aug-2026, h4. Device manufacture date: 03-sep -2024, unique identifier (UDI)#: (B)(4). Unknown lot number information: d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.

Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, the device disintegrated after it was attached to the hub. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer photos show a device with the front barrel separated from the rear barrel and detached from the device. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, the device disintegrated after it was attached to the hub. No patient or user impact reported.